Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a precaution, fuses and gib, ffb, hvsr boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death .